Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy¿ drug eluting stent was advanced and successfully implanted. Another artery was also treated. Following completion of procedure when the patient was ready to be removed off the table, the patient experienced chest pain. It was noted that the synergy¿ stent had clotted off and the artery was reopened. No further complications were noted and the patient's status was fine.